Event description:
Reported continuous false positive sars results for 1 consumer. No alternate testing had been completed. 1 recently used quickvue otc lot number was provided, and the quantity of total tests performed is unknown. The consumer previously had called in to report the same issue with a different kit lot number on (B)(6) 2023 captured on MDR (B)(4).

Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends for the reported issue for this lot. Root cause: unable to determine. Source: phone.